Event description:
On (B)(6) 2009, the patient reported he is receiving repeated e10's (cartridge error) on his insulin infusion device. He stated he received the e10 after he charged his insulin cartridge. He changed the battery to the one that was in his backup infusion device. He switched to his backup device after he received the e10. During the report, the patient tried to switch back to his primary device but, while trying to return, the piston rod took longer than usual to return, and then another e10 was displayed. He stated his device had not been dropped. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.